Event description:
It was reported that during the implant procedure, atrial and ventricular measurements could not be obtained when the pulse generator was connected to the leads. A connector anomaly was suspected. The pulse generator was not used and a new device was implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Final analysis found that epoxy was coating the outer diameter of the contact springs, which prevented the springs from contacting the inside of the ring connectors. This contributed to the reported connection complaint.